Event description:
It was reported that the customer had a crack on the upper right hand side of the screen. Customer had a hard time reading the screen when he had to deliver a bolus. Customer stated that he just noticed it this morning. Customer stated that it was fine last night. Customer's blood glucose level was 96 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Cracked and bleeding lcd glass noted.